Event description:
Pt underwent ercp 2/10/97. Pt developed septicemia. Was treated with antibiotics and discharged 2/20/97. At same time 2/11/97, became aware of steris sterilization process not adequate for olympus duodenoscope. It is not documented in manual. Adaptors were sold for use on the registered obequipment.